Event description:
The customer reported that while in pt use the cap diaphragms are making a loud whistling noise and there is humidity in the blue line of the ventilator circuit. The ventilator appeared to be operating per specifications. The pt was ventilated by ambu bag during replacement of the cap diaphragm. No pt harm.

Manufacturer narrative:
(B)(4). Eval by the carefusion failure analysis tech is anticipated but has not yet begun.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the cap diaphragms and attached each cap diaphragm to a known good patent circuit and found the following. Package, no. 1, cap # 1, functioned normally. Cap # 2, made noise. Cap # 3, balloon popped out and it will not calibrate. Package, no. 2, cap # 1, made noise. Cap # 2, functioned normally. Cap # 3, functioned normally. Package, no. 3, cap # 1 functioned normally. Cap # 2, functioned normally. Cap # 3, functioned normally. First allegation, cap diaphragm is making a loud whistling noise duplicated, cap diaphragm is making a loud whistling noise, complaint allegation. Second allegation, humidity in the blue line. Could not duplicate complaint allegation that there is humidity in the blue line. However, it was found that under very humid conditions with a cap diaphragm that has partially come apart, tiny droplets of moisture could be seen in the green control line.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.